Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. An anterior curve watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The device was deployed but 4-5 partial recaptures were required due to device positioning. After multiple attempts the decision was made to abort the case. There were no changes in the patient's vitals or status during the case and no pericardial effusion was identified. After the procedure was completed, a small pericardial effusion was noted on tee. The patient was stable, protamine was given and the patient was monitored for 15 more minutes prior to leaving the cath lab in stable condition. No further treatment was needed.